Event description:
Event description boston scientific received information that three months two months following implant, this right ventricular lead was unable to capture the myocardium. During the revision procedure, it was successfully repositioned.